Manufacturer narrative:
Batch review performed on 20jun 2025. Lot 2307533: (B)(4) items manufactured and released on 20-july-2025. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a revision was performed one month after the primary reverse shoulder arthroplasty (rsa) due to a dislocation. According to report, this was due to excessive offset in primary. Based on the available information, no further conclusions can be drawn. Other devices involved: reverse shoulder system 04.01.0206 lat. Glenosphere 32xø24.5 (k193175) lot 2431813: (B)(4) items manufactured and released on 26-march-2025. Expiration date: 2030-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
One month after the primary surgery, the patient came in reporting pain due to a dislocation of the liner from the glenosphere due to excessive offset in primary. The surgeon revised the glenosphere and liner and the surgery was completed successfully.